Event description:
The complainant alleged while monitoring an (B)(6) male patient, the device did not display the ECG rhythm accurately. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.